Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the atrial rate and ventricular rate histogram data was missing/invalid. Analysis of the device memory indicated a software error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg had invalid data for the rate histograms. Percentages of pacing and sensing were not available for both the atrium and the ventricle; it just showed question marks. The pacemaker was interrogated twice because the percentage of pacing and sensing were not available, and both times the rate histograms were not available ei no clinical actions were taken. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.